Event description:
Meter was set to the incorrect unit of measurement. The patient obtained a result of 4.1 mmol/l (converts to 74 mg/dl) on the reported meter. Patient ate a full meal and drank a regular coke and tested again; the result was 9.2 mmol/l (converts to 166 mg/dl). Patient went to the hospital where a result in the "high 100's was obtained on the hospital device. This result was consistent with the last meter result converted to mg/dl. Patient was admitted to the hospital and treated with an IV. The admission diagnosis was not provided. The meter readings and hospital device result do not indicate that the patient experienced injury due to hypoglycemia or hyperglycemia. Patient was admitted to the hospital; however, there is insufficient information to indicate that the patient experienced injury or medical intervention due to the product. The customer care representative confirmed that the meter was set to mmol/l instead of mg/dl. The patient claimed that the meter had not been previously set to the correct unit of measurement. Information was not provided as to where the patient obtained the meter. As the meter may have spontaneously changed units of measurement, there is an indication that the product malfunctioned and that the event meets the criteria as a medical device reportable. The meter, test strips, and control solution were replaced.